Manufacturer narrative:
(B)(4). Date of initial report: 08/29/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient's tissue adhered to the jaws and the device after 3 hours of use in a proximal pancreaticoduodenectomy case. A new device was used to continue the procedure. There was no injury to the patient.